Event description:
It was reported that the physician was attempting to use a endeavor resolute drug eluting stent to treat a calcified lesion in the lad exhibiting 95% stenosis. The lesion was pre-dilated with a 1.25 x 15 mm balloon and the endeavor resolute device was prepped prior to use. During attempted positioning it was reported the endeavor resolute device failed to cross the lesion. Upon removal, the device was found to be deformed. A new device was used to complete the procedure. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: the device was returned to medtronic for evaluation. The distal tip was flared. The distal shaft was kinked 4.3cm distal to the guidewire entry port. A number of segments on the 9th and 10th proximal stent segment were raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (calcified lesion with 95% stenosis). Deformation issue; inherent risk of procedure (stent deformation). Conclusion results: device failure related to patient condition (calcified lesion with 95% stenosis). Known inherent risk of a procedure (stent deformation). (B)(4).